Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37761, serial# (B)(4), product type: recharger. Device analysis for the desktop charger revealed cable assembly with broken connector pins and broken connector.

Event description:
The patient reported that she had been trying for a week and a half and couldn't get it to charge. The last successful recharging session was about three weeks prior to the report. The patient reported no stimulation sensation and stopped feeling stimulation at least two weeks ago. It was noted that the green light was on for the desktop charger, but the implantable neurostimulator recharger (insr) was not charging, and the connector pin was loose and broken. No indication of patient harm. The patient reported a month later that there was a communication problem and the implantable neurostimulator (ins) wasn't working. She couldn't get it to charge and felt no stimulation. The patient received a replacement recharger and used it and felt stimulation for a few seconds very lightly. Since she received the replacement she had been trying to charge every night and was not successful. The patient used her implantable neurostimulator recharger (insr) and saw the reposition antenna screen. It was noted the first time she saw the screen was two months prior to the report which was also the time that she realized she wasn't able to connect with the patient programmer (pp). The pp showed the poor communication screen. The patient hadn't felt stimulation for two months and the last time she successfully recharged was two months ago. An ins overdischarge was suspected. The patient was redirected to their healthcare provider (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.